Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
A health care professional reported that the patient's pain was not well controlled, even after multiple adjustments to pump therapy medication dosage. A catheter access port (cap) dye study was performed and a "bulbous formation" was observed at the catheter tip, which prevented medication from reaching the desired area. The physician was unable to clear the formation after multiple attempts of aspirating and injecting fluid into the cap. The physician made the decision to explant the pump and catheter. The explant surgery was on (B)(6) 2017.